Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the patient's infusion set's tubing detached at the quick release. The site location was the patient's abdomen and the pump was on the same side. The infusion set was changed on the same day. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. Upon investigation (visual inspection), on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.